Event description:
It was initially reported that gynecare intergel was used following gastric bypass surgery and one week after the procedure the pt could not eat, was dehydrated,m had a wound infection, a potassium level of 2.8, diarrhea, abdominal tenderness and vague abdominal pain. Additionally, it was reported that the pt was morbidly obese and had a history of endometriosis from which they had dense adhesions and the surgeon thought that the gynecare intergel would be indicated to prevent further formation. They also required some dissection of the small bowel due to adhesions. The surgeon said "this was the first time they used intergel in a gastric bypass surgery and they had done "plenty" of these procedures previously." An update was provided. This update noted the following: "the surgeon used intergel at the conclusion of a gastric bypass bariatric procedure (by laparotomy) on an obese but otherwise healthy pt. Pt has a history of endometriosis and adhesions. Lysis of adhesions and a resection of a portion of the ileum were also performed at the time of bypass. One week post-op the pt developed severe diffuse abdominal pain. Pt was found to have a wound infection that was drained and treated with antibiotics. Their wound infection resolved but their diffuse abdominal pain continued and was prominent in areas that would not be explained by the recent wound infection. Pt was afebrile and had a normal white blood count. Pt became anorexic and complained of nausea and diarrhea. Both potassium and calcium levels were low. The pt was admitted and their electrolytes were corrected. Because of their anorexia pt was started on total parenteral nutrition. Their diffuse pain persists but is improving. Pt will be discharged on tpn and treated with analgesics until their abdominal pain resolves. The reporting doctor feels that this constellation of symptoms is atypical for the usual post-op pt and feels their pain is consistent with a chemical peritonitis reaction from the gynecare intergel.